Event description:
It was reported that patient underwent signature vanguard total knee replacement on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012, due to pain and metal synovitis. The tibial tray, tibial bearing, and stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fifteen states, "interoperative or postoperative bone fracture and/or postoperative pain". The user facility is outside of the united states. No medwatch report was received. (B)(4). Tibial tray and stem were returned still assembled. Removal of the stem from the tibial tray was not attempted. Tibial tray has apparent bone growth on most of the porous metal surface. There are some scrapes along the inferior surface that are consistent with removal damage. The superior surface also shows signs of scratches. This follow-up is being submitted due to failure of the third notification on the initial report.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fifteen states, "interoperative or postoperative bone fracture and/or postoperative pain". The user facility is outside of the united states. No medwatch report was received. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00321/ 00323). Tibial tray and stem were returned still assembled. Removal of the stem from the tibial tray was not attempted. Tibial tray has apparent bone growth on most of the porous metal surface. There are some scrapes along the inferior surface that are consistent with removal damage. The superior surface also shows signs of scratches.

Event description:
It was reported that patient underwent signature vanguard total knee replacement on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012, due to pain and metal synovitis. The tibial tray, tibial bearing, and stem were removed and replaced.